Event description:
A peritoneal dialysis pt has reported she had alarm of fill complication and when shutting the cycler down it was wet on the inside. Pt has been completing treatments manually. Add'l attempts to the customer have been made with no add'l info provided. F/u call with the pd nurse was made with no add'l info provided. There is no sample available for eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.